Manufacturer narrative:
Qn#(B)(4). No product was returned to teleflex chelmsford for investigation. The reported complaint of pacing catheter low/no signal is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that patient was admitted with ventricular atrial block, so the electrophysiologist decides to implant a pacemaker transition due to risk of sudden death. When the jacket and electrode was connected to a pacemaker source, the electrode did not feel the amount of energy from the source. The source was exchanged, and the battery was checked but there was no change. As a result, the electrode was changed and when connected to the source worked normally. There was no report of patient injury or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was admitted with ventricular atrial block, so the electrophysiologist decides to implant a pacemaker transition due to risk of sudden death. When the jacket and electrode was connected to a pacemaker source, the electrode did not feel the amount of energy from the source. The source was exchanged, and the battery was checked but there was no change. As a result, the electrode was changed and when connected to the source worked normally. There was no report of patient injury or consequence.